Event description:
Customer alleged the lancet needle did not retract after firing in the softclix plus lancet device. The customer reported no accidental sticks. A request was made for the return of the suspect device and replacement product was sent.